Event description:
Additional information has been requested and received stating that the lens was twisted during folding in the device. Iol was not implanted and back up was used.

Manufacturer narrative:
Additional information was provided in b.5. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4)

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, lens was twisted and failed to inject properly. There was no patient contact. Additional information has been requested.